Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received 07october2019: it was reported that manual compression was performed help to achieve hemostasis. There was no testing performed to diagnose the bleeding. Additional information was received 08october2019: a pre-deployment angiogram was performed. The bleeding was from the puncture site. The clinician stated that the device caused or contributed to the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter - phone number: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after peripheral interventional surgery, the physician used a angio-seal device for a vascular closure. Angiographic showed that the diameter of femoral artery was less than 4mm, and there was no indication of calcification or tortuosity. The procedure of the angio-seal went on well however errhysis was found and vascular closure failed. They conducted traditional compression, hemostasis after angio-seal, the hemostasis effect was acceptable and no harm was found on the patient. The patient was in stable condition.